Manufacturer narrative:
H10: the customer reported that the touchscreen was replaced, and the issue was resolved. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an unresponsive touchscreen. The rse advised the customer of the latest version of the service manual (version r). The rse provided the customer with the part number for a replacement touchscreen. The investigation is ongoing.